Event description:
It was reported that a pt had a sling procedure performed in 2001. During the 4th month, the pt presented with pain and pyuria. A large stone was found just inside the bladder neck, adherent to the bladder wall. The stone was removed but has reoccurred. In 2002 physician performed a cystourethroscopy. The physician feels there is some tape in the urethral lumen but was not able to determine whether the tape was originally placed there or if it had eroded through. Physician plans to remove the tape, remaining stone, and repair the urethra.